Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 80% stenosed, mildly calcified and mildly tortuous lesion in the left circumflex (cx) artery. Pre-dilatation was performed using a 2.0x20mm balloon. The stent of the 3.5x38mm xience xpedition stent delivery system (sds) dislodged on passing through the non-abbott y-connector/ rotating hemostatic valve. A non-abbott device was used to complete the procedure. There was no adverse patient effect and no report of intervention to prevent injury. No clinically significant delay in the procedure was reported. No additional information was provided.